Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units of insulin after the cartridge was reloaded onto the pump. The customer was unable to remember how much insulin had been loaded into the cartridge. Additional insulin was added to the cartridge and the issue was resolved.